Manufacturer narrative:
Information about surgery and patient state of health other than the return of the involved devices were requested to the healthcare facility.

Event description:
During a mandibular contouring case for a facial feminization patient, the submental artery and underlined soft tissue were damaged. The goal of the procedure was to reduce the patient's mandibular angles in addition to reductions of the lateral walls of the entire mandible, as well as a genioplasty. The devices used for surgery were piezosurgery plus, piezosurgery medical + handipiece and insert mt8-20 l. The doctor administrared hemostatic agents to control bleeding and achieve coagulation.